Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The meter was found to function properly. The test strips also passed testing with no faults found.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan to report the one touch ultralink meter would not power on upon test strip insertion. On (B)(6) 2012 the sr. Medical surveillance specialist spoke with the patient's mother to obtain and verify information. On an unspecified date the end of (B)(6) 2012, the patient noted the reported meter would not power on when the test strip was inserted into the test strip port; she was unable to obtain a blood glucose reading. The patient took no actions due to the meter issue. The patient did not have a backup meter to use to test her blood glucose levels. Two hours afterwards, the patient experienced the symptom of extreme thirst and she felt hyperglycemic. The patient was not available at the time of the call to confirm the information requested, however the patient's mother noted the patient is using an insulin pump, and would have given herself a bolus dose of insulin to address this symptom. The patient did not seek any medical attention. Troubleshooting revealed the patient had replaced the battery, and the meter would power on using the power button. The issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hyperglycemia after she was unable to test her blood glucose level due to the meter power issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Date of event: (B)(6) 2012.